Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient´s representative reported "rupture", "rash in armpit" and "looks deformed" confirmed via MRI. This record is for the left side. Device remains implanted and it is unknown if device will be returned.